Event description:
As reported (B)(6) 2012, pt of unknown gender and age presented for an unknown procedure in the (B)(6). With the infusion catheter successfully placed inside the pt, the physician attempted to insert the occluding ball wire into the infusion catheter. It was reported that when the occluding ball reached the distal tip of the catheter, the catheter tip fractured with little pressure being applied. The device was removed from the pt. No piece of the device was left in the pt. The procedure was successfully completed by using another of the same device. There was no harm or injury to the pt due to this problem. The reported device is available to e returned to the MFR for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The reported defective device has yet to be returned to the MFR for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for the product problem is currently in progress. The results of the device evaluation will be sent via a follow-up medwatch.